Manufacturer narrative:
Available details indicate that the device is failing the operational check, specifically on the therapy cable part. Both the therapy cable and the load adapter were replaced by the customer, but the issue persists. The device was returned to philips/bench repair facility. It was determined the therapy pca (printed circuit assembly) is faulty. Therapy pca was replaced to the resolve the issue. Functional tests performed; the device is confirmed to return to full functionality. The repairs were completed, and the device was returned to the customer site. We are expecting the return of the faulty component. Upon receipt at philips the component will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was faulty therapy pca. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the dfm100 efficia defibrillator monitor indicating that the device is failing the operational check. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the dfm100 efficia defibrillator monitor indicating that the device is failing the operational check. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The complaint was escalated for a technical complaint investigation and the results indicated defective c123 in therapy pca. Based on the results of the analysis, cause of the device malfunction is defective c123 in therapy pca. The reported problem is confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator failed the operational check on the therapy cable part. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.